Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the tip broke off. Multiple requests have been sent for further information. No response at this time.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was completed and no related nonconformances were found. The event description states tip of the twinpass broke off. No unit was returned for evaluation. It is unknown what damages occurred on the tip and shaft of the catheter. Additional information was requested from the account. No response was received. It is unknown if the tip was left out in the artery, how much of the tip separated and/or if the tip was retrieved.